Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that the haptic was in wrong place. The issue occurred during intraocular lens (iol) implantation procedure. Additional information was requested, but no further information is available.